Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the band ligation set was attached to each other. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.